Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and heart attack on (B)(6) 2019 with unknown blood glucose value. The customer¿s blood glucose level was 1100 mg/dl. Customer had short term memory loss and his insulin pump malfunctioned in november of last year. Customer had massive heart attack on (B)(6) 2019. Customer also had vision issues. The eye doctor¿s prescription caused the customer a bad reaction, the site area was coming off, also short term memory lost and high blood glucose. Customer was in emergency room. Customer declined to troubleshoot for issue. The insulin pump will be returned for analysis.